Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: the faulty sample returned by the customer was shortened by the user at 17,9 cm. A posiflush syringe was connected on the catheter's luer lock hub. During the examination of the returned sample, we found that the catheter was leaking next to the fixation wing. It did not fracture completely. We were unable to flush the catheter as it was blocked with a brownish substance. There was a hole at the junction of the catheter with the fixation wing. The catheter tube was partly torn out of the fixation wing. Microscopic examination showed a hole and stretched material with stress whitening, which is a typical sign for a tensile elongation due to a high tensile load. Based on the product incident report (pir), the customer used alcohol based chloraprep as a disinfectants. There is a statement in our product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter. Moreover, we have a warning leaflet in each blister which declares: "never use organic solvents such as alcohol directly on the catheter, it may weaken the material. A review of the batch history records for 8137379, 8167478 and 8171598 was performed, and no deviations were found. The batches complied to its specifications and were released. Each catheter is leak and flow tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out with no exceptions found. As the catheter worked well for a few days before the rupture occurred, we do not believe this defect is a manufacturing related. We have received five complaints for batch no. 8137379, 8167478 and 8171598 in total, and 13 similar complaints about the leaking catheter tube at the junction of the catheter and the fixation wing on code (B)(4) within the last three years, but none of them are related. To a manufacturing defect. Most of them are related to the use of alcohol-based disinfectants. Corrective action: as the catheter worked well for a few days before the rupture occurred, we do not believe this defect is a manufacturing related. Therefore, no further corrective action will be initiated at this time.

Event description:
The catheter fractured at the catheter/hub junction. The nurse noticed fluid under the occlusive dressing, so she removed the dressing and found that the catheter ruptured where the catheter line meets the catheter suture hub.

Event description:
The catheter fractured at the catheter/hub junction. The nurse noticed fluid under the occlusive dressing, so she removed the dressing and found that the catheter ruptured where the catheter line meets the catheter suture hub.

Manufacturer narrative:
The malfunctioning device was returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.